Event description:
Customer's spouse called to report the pump was not able to prime. High bgs were treated with a manual injection. It was stated that one of the driver arms was not pushing. Device was not dropped, bumped, or exposed to moisture.